Event description:
Customer reports 8 fiber leaks on reuse numbers 6, 7, 8, 1st use after preprocess, 18, 1st use after preprocess, 7 and 6. All leaks were noted at the onset of treatment by an audible blood leak alarm and confirmed with hemastix. Per healthcare professional the blood loss for each incident was 500cc, which hp estimates to be the tubing circuit. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.